Manufacturer narrative:
(B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is complete.

Event description:
The customer reported the set leaked out the white port during flushing. The rn primed the mp extension set with a normal saline flush. During priming, there did not seem to be any leaking from any ports. She attached the extension set to an angiocath for the pt's peripheral IV access. The saline flush syringe was attached to the distal mp connector while the extension set was being connected to the hub of the angiocath. The nurse then flushed a small amount of saline to guarantee patency of the IV line, and while doing so, the rn stated she felt the saline flow through the pt's vein but some saline also came out of the proximal y-port. There was no harm to pt or caregiver. No medical intervention was required. No further pt or event info was provided.